Event description:
A home patient reported having 20 incidents of minicaps cracking. The patient noted betadine leakage to the outside with 1 incident. All the cracks were noted on the smooth side of the caps. Per the patient, no patient injury or medical intervention was associated with these incidents.